Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device alarmed system error 322 (link switch error (low)). A review of the event history log revealed "system error 322" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was a failed lower link switch. The lower auxiliary required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.